Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure. According to the complainant, after removing the needle from the package in preparation for injection therapy, the needle could not be deployed easily and could not retracted easily, when tested. A second optiflo injection needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The returned device was evaluated. If the device is activated, when the needle is extended, no problem could be identified; the extended device worked properly when advancing and retracting needle using thumb ring. No manufacturing defects were found, however, the device exhibited minor kinking in the internal teflon. This is commonly caused by activating the unit immediately after removing the catheter from the package without straightening the device. The actual root cause of the reported issue was not able to be confirmed. (B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used during a procedure. According to the complainant, after removing the needle from the package in preparation for injection therapy, the needle could not be deployed easily and could not retracted easily, when tested. A second optiflo injection needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).